Event description:
Infusion sets have been leaking. There was no apparent damage to the infusion set, prior to insertion. Pt stated that blood glucose has been elevated, as a result of the leaking infusion sets. Pt self-treated by changing infusion set and delivering a bolus.